Manufacturer narrative:
An interfering factor to sulfo ru-label was identified in the investigated sample. The interference is documented in product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
The patient sample was provided for investigation. During the investigation, ft3 and ft4 measurements from the sample were above the respective assay ranges. The presence of an interfering factor against streptavidin used in the ft3 and ft4 reagents could be excluded. The investigation is currently ongoing. (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys anti-tshr immunoassay on a cobas 8000 e 801 module. The values did not match when compared to competitor methods. The values from the e 801 analyzer were reported outside of the laboratory and the competitor method results were believed to be correct. Until 2012, the patient had ft3, ft4, and tsh values which were within the reference range of the assays. Since (B)(6) 2013, the patient's ft3, ft4, and anti-tshr values have been increasing while tsh values are still normal. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tshr assay. When tested on the e 801 analyzer, the sample resulted with a ft3 value of 7.63 pmol/l and when repeated on a siemens centaur analyzer, the value was 3.6 ng/l. When tested on the e 801 analyzer, the sample resulted with a ft4 value of 42.7 pmol/l and when repeated on a siemens centaur analyzer, the value was 1.4 ng/dl. When tested on the e 801 analyzer, the sample resulted with an anti-tshr value of 11.9 iu/l and when repeated on a thermo fisher cryptor analyzer, the value was normal. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer is (B)(4).